Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently had the infusion set connected to their body during the fill tubing sequence. Customer received a total of 17 units of insulin. Customer's blood glucose (bg) was 72 mg/dl. Customer's parent gave customer dextrosol and took customer to a healthcare facility. Customer received soda and dextrosol. Customer was transported via ambulance to the hospital. Customer was treated with intravenous sugar solution. Reportedly, low bg was resolved and customer was discharged the same day. The next day customer felt "ok" and resumed pump therapy. Family was aware that event was due to use error.